Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, and minor scratches and cracks on the display window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that he cannot clear the alarm. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.